Event description:
Event description guidant received information that this during a routine pacemaker follow-up, as the device was being interrogated it stopped pacing and the patient went into asystole, and then had a convulsion. As soon as telemetry was terminated, the pacemaker resumed pacing again. A magnet was applied and a magnet pacing rate of 100 bpm was observed. The patient is pacemaker dependent.